Event description:
This spontaneous report (B)(4) from the united states of america was reported by a reporter and concerns a 5-year-old male child whose spinbrush allegedly caught fire coincident with spinbrush kids super mario. The child's medical history and concomitant medications were not reported. No injury was reported, or damage to personal property reported. The reporter stated that his spinbrush got sparked and caught fire when it was not in the child's hand. No additional information was available. The action taken with spinbrush kids super mario, and the outcome of the event were not applicable.